Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was explanted due to stenosis and insufficiency. Many factors can contribute to the onset of bioprosthetic stenosis and insufficiency, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The root cause of this event cannot be confirmed without the subject device. However, the operative report documents a "frozen leaflet," suggesting that there may have been structural valve deterioration. No further actions are possible with the available information. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately twelve 12 years, due to severe aortic stenosis and aortic insufficiency. Per the operative report, echocardiogram demonstrated a "frozen leaflet." The device was replaced with another edwards bioprosthetic valve. There were no operative complications reported. The patient was noted as stable.